Event description:
Patient reported they are seeing gaps in their teeth and their aligners are not closing those gaps. Their back teeth do not touch when they close their mouth. Patient provided photos and video that show posterior open bite. Advised patient to do a rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.